Event description:
An infusion pump that failed accuracy test. Info was not provided regarding whether or not the device was in patient use when the event occurred. The hosp rep stated they have no record of any patient incident involving the pump since the last baxter service event and no patient injury had been reported. Though requested. No additonal information was provided regarding patient's demographics, medication involved, or device programming.

Manufacturer narrative:
Evalution was completed and underinfusion was confirmed. The infusion pump was tested for flow accuracy at 100ml/hr; the pump failed the accuracy test with a flow value - 13.00% below the desired amount. The specification limit for this pump is +/-5%.